Event description:
The customer received a questionable high result for troponin t (tnt) on the cobas e411 disk analyzer for one patient sample. The initial tnt result was 0.056 ng/ml. This result was reported outside the laboratory. The sample was repeated yielding a tnt result of < 0.010 ng/ml. Both the initial and repeat tnt results were accompanied by data flags. A second sample collected from the patient at the same time as the initial sample, was analyzed yielding a tnt result of < 0.010 ng/ml. This result was accompanied by a data flag. A third sample collected from the patient later the same day was analyzed yielding a tnt result of < 0.010 ng/ml. This sample was repeated yielding a tnt result of < 0.010 ng/ml. Both the initial and repeat tnt results from this third sample were accompanied by data flags. The patient was not adversely affected. Troponin t reagent lot number, 157895.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. This event occurred in (B)(6).

Manufacturer narrative:
The field service engineer checked the instrument after the event and found the sample cover was broken and misaligned with respect to the sample probe. The microbead mixer was also bent. However, these issues would not cause falsely elevated results, but rather false low results. Electromagnetic inteference in the laboratory is considered a possible cause for this event. It was determined the customer was running the analyzer with the cover open, there are other analyzers/equipment in close proximity, and wireless phones are used in the lab. The customer was advised to run the instrument with the analyzer cover closed. No adverse events were reported.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 4, drain volume 3808 ml. This event meets overfill criteria. Product surveillance left a detailed voicemail message for the patients nurse relaying the iipv's found during evaluation of the home choice device.